Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. No erroneous results were reported outside of the laboratory. Both samples were centrifuged and aliquoted on an unknown pre-analytics system prior to initial testing on the e 801 analyzer. The first sample initially resulted with a ft4 value of 3.23 ng/dl, which repeated as 0.95 ng/dl. The second sample, from a (B)(6) female patient, initially resulted with a ft4 value of 4.99 ng/dl, which repeated as 1.19 ng/dl. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 37884401, with an expiration date of 31-aug-2019.

Manufacturer narrative:
A repeat value of 1.09 ng/dl was also provided for the first patient sample. It was asked, but it is not known if this is an additional repeat value from the sample or if it replaces the repeat value of 0.95 ng/dl that was initially reported. A clarification has been requested.

Manufacturer narrative:
It was determined that small resin pellets had leaked from the customer's deionizer to the instrument causing intermittent faults. The issue was solved by cleaning the valves and the system in its entirety. From the information provided and the analysis thereof, a general reagent issue most likely can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.